Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was resolved, but the insulin pump was unable to rewind. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with pump error 38 during rewind due to corroded motor home switch. The insulin pump passed the self test, sleep current measurement test, and active current measurements test. We were unable to perform the displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, prime and seating test due to pump error 38 alarms. The insulin pump was also received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window.